Manufacturer narrative:
The insulin pump had blank display due to corroded electronics assembly. The insulin pump had corroded motor home switch. Analysis was unable to test for constant tone and vibrate anomaly due to blank display. The insulin pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump went blank immediately after the insulin pump got exposed to moisture. The customer's blood glucose was 108 mg/dl at the time of incident. The customer's mother stated that the battery compartment and spring were not damaged or corroded. The customer's mother stated that the battery cap was not damaged or corroded. The customer's mother stated that the display did not return after cleaning the battery cap and inserting a new battery. The customer's mother stated that a constant tone was occurring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.